Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No low battery alarms were noted. The insulin pump alarmed for a button error and had intermittent button response and a ramping display due to flattened button dome switches. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window and a shifted end cap sticker.

Event description:
The customer called and reported experiencing low blood glucose of 34 mg/dl and received failed battery test alarms on her insulin pump. The customer drank soda for low blood glucose. Customer also stated there were cracks on the insulin pump screen and keypad. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.